Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that steerable guide catheter (sgc) was prepped and inserted per instructions for use (IFU). Upon removal of the dilator, it was observed that the patient's blood pressure was low. Patient was noted to be bradycardic and hypotensive. CPR was performed. The sgc was removed from the left atrium and back into the inferior vena cava.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported death and hypotension. Death and hypotension are listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as CPR was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.